Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that a primary surgery took place on (B)(6) 2026; xlif and spinal fixation at l2/3/4/5. A second surgery was performed because the screw had dislodged. When the surgeon attempted to remove the dislodged screw, the screw head had detached from the shank. The shank was removed from the bone, and the head and other part were removed with forceps. There was no other adverse patient consequences reported.